Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("since I had them removed, I can see the improvement in my state of health"). The patient was treated with surgery (had the essure removed). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the general physical health deterioration was resolving. The reporter considered general physical health deterioration and medical device removal to be related to essure. The reporter commented: I no longer have any doubts about the dangerousness of the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 12-jul-2017 for the following meddra pt: medical device removal: n° 672 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.